Event description:
1. Describe the event: there was an allegation of questionable bilt3 bilirubin total gen.3 results for 2 patient samples on a cobas c 703 analytical unit. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.